Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pain pump stopped working in (B)(6) 2014. The patient complained of neck and right arm pain. He had an increase in mid back pain which had been occurring worse since the pump failed. The pain was worse with movements, specifically turning, twisting, or tilting his head to the right. This caused sudden pain to shoot down his right arm. The pain was continuous and was worse at night trying to get into a comfortable position. The pain sensation was present over the upper extremities, in the right arm only. The cervical spine was noted to have tenderness at the para-cervical muscles. There was pain over facets and the right side of his neck was tender. Brachial neurilis or radiculitis were noted as diagnosis. An intrathecal pump (itp) side port and rotor study was done using fluoroscopy on (B)(6) 2015 because the pump study that was performed on (B)(6) 2015 was considered inadequate due to technical reasons. The indication for the procedures was that the pump had residual medication in excess of expected. A failure was found in the tubing and the pump. The side port could not be aspirated and an attempted injection of contrast agent revealed that the catheter was completely blocked. A pump rotor study was undertaken by programming the pump to give a bolus over one minute and no movement of the rotor was observed. The conclusion was that the catheter was not patent and the pump was not working correctly. The patient left the operating room in good condition. The patient was scheduled to see a surgeon regarding the revision but hadn't received a date yet. The patient had done well on the interim oral pain medications and denied any side effects to the medications prescribed. It was reported that the patient had not recovered and that the symptoms/issues were still ongoing. The patient was given an increase in oral medication but the patient was reluctant and wanted to have the pump repaired. The pump was refilled with saline at minimum flow.

Event description:
It was later reported that the actual residual volume (arv) was greater than the expected residual volume (erv), arv: 18 ml and erv: 5.3 ml. The discrepancy was identified at a refill office visit that occurred on (B)(6) 2014. The cause of the discrepancy was reported as unknown. There were no positive findings to explain the problem, but it was noted as ¿blockage?¿ or ¿dysfunction?¿ later it was noted that catheter blockage or disconnection, or pump dysfunction was suspected. Office notes from (B)(6) 2014 indicated the patient¿s chief complaint was lower back pain and knee pain. Telemetry did not show any motor stall or pa dose incapable. The patient had not experience any significant withdrawal. The patient did complain of less effectiveness of the pump treatment and requested an increased dose in the beginning of the office visit. The patient did report a fall that occurred 2 weeks before the (B)(6) 2014 office visit. A CT scan did not reveal abnormality of pump catheter. Further CT image review was necessary. Due to the patient medical history, the patient has difficulty getting up and down stairs and was afraid of falling. The patient complained of the ineffectiveness of the pump including the pa dose. The patient¿s pain was worse with movements and going from sitting to standing position. After the refill discrepancy was found the pump was refilled with preservative free saline, 13 ml, and adjusted to low speed. The patient was prescribed percocet 5 -325 mg bid month supply. A CT lumbar spine w/o contrast found the distal tip of the pain pump was located just superior of the t11-t12 disc level. Office notes received from (B)(6) 2014, indicated that a rotor study was scheduled for (B)(6) 2015. The patient reported moderately to severely increasing pain. It was noted that the patient most of the time, locks himself in the room and toughs it out. The patient¿s neck pain had also increased. The patient¿s right shoulder had limited movement as neck pain increased and the patient¿s activity had been greatly reduced. The patient had not experienced any significant withdrawal. Blood work dated (B)(6) 2014 was normal. The patient¿s had an increase in their prescribed oral medications, percocet 7.5 -325 mg tid. Office notes from (B)(6) 2015, indicated a rotor/dye study was performed and 0.2 ml of fluid was aspirate from the side port. Information received also reported they were only able to aspirate back 0.5 cc from the catheter access port (cap). A total of 3 ml of omnipaque 240 was injected into the side port, but the catheter and contrast could not be visualized. Inspection in an ap projection and lateral projections revealed no evidence of the contrast that was injected. Then 3 ml of omnipaque 300 was injected in an incremental fashion and again, the contrast could not be visualized. On lateral projection of the pump, it appeared that the contrast in the reservoir or across the top of the pocket. At that point, the needle was removed from the side port and a pump reservoir was assessed. Aspiration revealed 6 ml of fluid that had contrast in it when viewed under the fluoroscope. At the end of that aspiration a small amount of blood was returned and it was determined that the needle was actually in the pump pocket. The needle was inserted into the pump reservoir opening and aspiration produced 12 ml of clear fluid. At that point it was determined that the initial injection had not been in the side port, but rather into the pocket. The health care professional (hcp) did not think the dye went into the reservoir from the cap and that the dye pooled around and under the pump making it look like it had went in to the reservoir. A needle was then certainly inserted into the side port pocket and no fluid could be aspirated from the side port. The reservoir was then filled with 10 ml of preservative-free saline. At the time of report, there were no reservoir volume discrepancies. It was noted that the catheter appeared to be not working and the patient was referred for a catheter revision. At the time of report the patient was not recovered, symptoms/issue was on-going. It was also noted that it was unknown how the patient was doing at the time of report. It was later reported that the pump was used to infuse fentanyl, marcaine and morphine.

Event description:
It was reported that in september they got out about 18 cc¿s. The patient thought that the pump had worked from the last refill for something like 2 or 3 weeks, but from that time on hadn¿t put anything out because that was when itstarted hurting. When the patient went to have the pump refilled one to two weeks prior to the date of report the amount pulled out of the patient¿s pump was just about as much as what had been put in. Three cat scans were done on an unknown date, but the results were not provided. It was determined that the pump had quit working, but it was unclear when this was determined. The patient was in ¿so much pain¿ and didn¿t know why. The device was used to deliver morphine, lidocaine, and fentanyl. Interventions and the patient¿s outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.